Event description:
The MFR's rep reported the pump and catheter were explanted, due to infection. A follow up report will be sent when additional info is received.

Event description:
Additional information from the hcp reports the patient presented on 11/21/2005 with redness, swelling, and pain of the device pocket and catheter track. Cultures of both the device pocket and the lumbar region were done. The results were not reported, but it was known that the pt did not have miningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The pt outcome was reported as ongoing with no drug withdrawal. The pt had no known risk factors.